Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported feeling a vibration approximately 8-10 inches below the pacemaker. The vibration occurs every 20-30 minutes for a few seconds. Follow-up for further information from the clinic was performed with no response. The device remains in use. No patient complications were reported as a result of this event.